Event description:
Button on call cord became stuck after some liquids were spilled on cord. The pt was therefore unable to activate the call light and suffered a fall trying to get out of bed without assistance.